Event description:
The customer reported to customer service that the transformer melted and there was a hole in it.

Manufacturer narrative:
A replacement power supply was sent to the customer. In f/u with the customer she stated that there was no hole in transformer housing it was just a melted spot. She also indicated that she did not witness any sparking, fire or flame and that no injuries were sustained as a result of the issue. When the transformer was received by medela, it had a small hole melted in the corner of the transformer housing. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Activities related to this malfunction are on-going. A visual exam of the power supply revealed the transformer housing had a melted hole, exposing inner electrical circuitry. A visual exam of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 0 vdc, which is not normal and indicates that the power supply is not producing the correct voltage. Resistance across the dc plug was measured at 12 kilo ohms, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as an open circuit, which is normal and indicates that the thermal fuse did not blow.